Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the batch number on the hub 17581568 did not correlate with the reported batch 17632982. The returned device received was inserted through the sheath. A complete circumferential tear was identified in the balloon material. The tear was located at the proximal markerband location. The distal section of the balloon tear was pulled out over the tip section of the device. An examination of the distal section of the balloon material identified a longitudinal tear running along the entire length of the distal section of the balloon material measuring approximately 5.2cm in length. Further examinations of the device identified a kink in the shaft at the distal edge of the proximal markerband. A microscopic examination of the proximal and distal markerbands identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon rupture occurred. Patient underwent transjugular intrahepatic portosystemic shunt (tips) procedure, transjugular liver biopsy, and ultrasound-guided right-sided thoracentesis. A non-bsc stent was implanted in the vessel. Post-dilatation was then performed with 10.0 x 40, 75cm mustang¿ balloon catheter, however, the balloon was found to be ruptured. The device was removed from the patient and the procedure continued with no injury to the patient.

Event description:
It was reported that balloon rupture occurred. Patient underwent transjugular intrahepatic portosystemic shunt (tips) procedure, transjugular liver biopsy, and ultrasound-guided right-sided thoracentesis. A non-bsc stent was implanted in the vessel. Post-dilatation was then performed with 10.0 x 40, 75cm mustang¿ balloon catheter, however, the balloon was found to be ruptured. The device was removed from the patient and the procedure continued with no injury to the patient.